Event description:
The hosp reported that during an off pump procedure the foot on the stabilizer broke off. No other info was provided on the report. The report indicated no pt complications. Failure analysis performed in 2004 on the returned device shows the foot broke into multiple pieces.